Manufacturer narrative:
(B)(4).

Event description:
It was reported "midline peel-away sheath accordion up during insertion. It pushed back on itself. A second kit was needed to complete the procedure." The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "midline peel-away sheath accordion up during insertion. It pushed back on itself. A second kit was needed to complete the procedure." The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.